Event description:
The dialysis access catheter inserted into right internal jugular in 2005. Blood leaking out and air leaking into catheter during dialysis via red port. The catheter was removed and replaced with a device from a different MFR.